Event description:
Devices - yag laser, laser fiberduring an arthoscopic procedure, the tip of a laser fiber broke off in the patient's knee. Several attempts were made to retreive the tip, but efforts were unsuccessful. X-rays were taken with negative results. It was determined that the tip is possibly in the soft tissuedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, other. Invalid data - on device destroyed/disposed of status.